Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a commanded auto threshold test, loss of capture leading to asystole of greater than two seconds was observed causing the test to fail. No changes were made to the cardiac resynchronization therapy pacemaker and it continues to remain implanted and in service. No adverse patient effects were reported.